Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, while the surgeon was trialing for a reverse shoulder replacement, the taper of the bearing trial fractured. The trials were completed at the time of malfunction, therefore there was no surgical delay. No patient impact was reported.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The bearing trail was returned for evaluation. As returned the taper was fractured. Dents are observed near the slot. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.